Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a functional system check. The cse bleached the reagent drains, replaced the source lamp and cleaned the windows. The cse ran quality controls, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and the service report. The hsc specialist determined that the customer did not follow the tube manufacturer's recommendations for centrifugation time and speed. The hsc specialist also determined that the cause of the discordant falsely elevated ctni and mmb results was related to the carry-in from the reagent 1 drain. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on three patient samples on a dimension rxl max with hm instrument. Additionally, a discordant, falsely elevated mass of mb isoenzyme (mmb) result was obtained on one of three patient samples. The sample with accession # (B)(4) was repeated on the same instrument for ctni, also resulting discordant. The discordant results were reported to the physician(s), who questioned them. The patient with accession # (B)(4) was transferred to intensive care unit (ICU), while patient with accession # (B)(4) was admitted to a hospital due to the discordant results. The samples were repeated on the same instrument and on an alternate dimension rxl instrument, resulting normal. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni and mmb results.